Event description:
It was reported that during implant the set screw "would not seat and was not catching." It was noted that it kept spinning when using the torque wrench. It was noted that the implantable neurostimulator (ins) was removed and a new ins was used. It was noted that there were no issues and the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0989b, implanted: (B)(6) 2013: product type: lead; product ID: neu_unknown_prog, serial# unknown: product type: programmer. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator, model 3058, serial # (B)(4), showed an additional setscrew present - 2 setscrews were observed. One setscrew was stuck in the tecothane and the other was in the connector block. The additional setscrew was found to have been put through the grommet causing significant grommet damage. Prior analysis investigation showed that this was virtually impossible from happening in the manufacturing process. A wrench and setscrew accessory kit is available to the customer and was more likely the source of the extra setscrew. After removal of the extra setscrew, the original setscrew was able to be tightened to a lead without difficulty using a torque wrench. Good, stable output was observed on the electrode pairs as received.